Event description:
Legal counsel for patient reported underwent a right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, damage to bone and tissue, lack of mobility, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2013. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right total hip arthroplasty on an unknown date and a right hip revision on (B)(6) 2007. Operative report noted the presence of fluid, metallic debris and the acetabular cup had migrated due to bone loss. The modular head and acetabular cup were removed and replaced. Operative report for the right hip revision on (B)(6) 2013 noted the revision was due to septic loosening of the acetabular cup. Operative report noted the presence of fractured screws, a loose acetabular cage, bone deficiency, and broken femoral head allograft creating a hole in the acetabulum. All components were removed and spacer molds were implanted. The hip was reimplanted on (B)(6) 2013.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Identity of fractured screws was unable to determined as multiple types of screws were utilized during the procedure. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-04020 /-06342).